Manufacturer narrative:
A: patient information is not available. E: initial reporter is unknown. Investigation summary: no product was returned. Product damage (catheter kink): clinical details report that there was an abnormality on the catheter shaft that prevented the repo sheath from being advanced. The cause of the catheter kink was not determined since product was not returned and insufficient clinical details were provided. Difficult/unable to insert through other device: clinical details note that the repo sheath could not be advanced due to an abnormality on the catheter. Ultimately, they fixed the pump with the repo sheath outside of the body. The cause of the difficulty to insert through other device was not determined since product was not returned and insufficient clinical details were provided. Device history review: the pump passed all post-sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse reported, that after peeling the peel away sheath, the reposheath could not be inserted inside the patient. The catheter shaft (outside the body!) Has an abnormality over which the repo sheath could not be pushed. Additionally, there was a puncture in the femoral artery. The puncture was fixed without any relevant complications. It was reported that the patient was stable.